Event description:
On (B)(6) 2009, pt had bilateral implantation of dbs. CT of head status post dbs showed no evidence of hemorrhage. Pt was discharged on (B)(6) 2009 and instructed to see dr (B)(6) in 1 week. Programming session took place on (B)(6) 2009, at which time both generators were turned on. She was followed by phone and at another medical center in the interim. On (B)(6) 2010, pt was seen in a f/u and for a scheduled MRI. She has continued to make very nice clinical progress. After completion of MRI, she returned to the office and the MRI was reviewed. The pt was found to have an old infarct and was asymptomatic with this.